Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent low blood glucose (bg) levels (40-74 mg/dl). The contact had to assist with giving juice to the customer to address the low bg, as the customer was unable to get the juice himself. The contact was not sure what the cause of the low bg was and declined tandem technical support's offer to troubleshoot.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed in the pump logs. User makes bolus requests without entering current bg level and still having insulin on board (iob). Basal rates were slightly adjusted throughout the months in the more recent pump logs. There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. There was no evidence of device malfunction.